Event description:
It was reported to baxter (B)(4) that a single day infusor device had a ruptured reservoir. The facility stated the device was rejected from their compounding unit due to the ruptured reservoir. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4).